Event description:
It was reported that the device exhibited loss of capture. Lead impedance was >2000 ohms. After lead replacement, the capture and impedance were normal until connecting to the pulse generator. The impedance was again about 2000 ohms and there was no capture. The patient's intrinsic rate was around 90 ppm, intermittently decreasing to 70 ppm. The lead showed normal function via an analyzer. Therefore, the pulse generator was replaced.